Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to duplicate problem but found error codes 118 (a critical error detected in the hardware watch dog circuit on the solenoid driver board.) And 54 (a failure to communicate to the real time clock, one wire lan or possible software error.) In error logs. Replaced executive processor board as a precautionary measure and reloaded b.17 software. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) turned off during routine set up. No patient involved.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.